Event description:
Using the cortrak system, a ng tube was incorrectly placed into the pt's right lung by a nurse at about 10:20pm on (B)(6) 2010. Feed was then given for about 1 hour. The pt had an x-ray at 5:30am on (B)(6) 2010 which showed that the tube had been incorrectly placed.

Manufacturer narrative:
Feeding tube placement is dependent on the user not the feeding tube. Neither the feeding tube nor the cortrak were returned to corpak for evaluation. However, the electronic placement file from the cortrak was forwarded for our review. The placement was reviewed and showed the feeding tube in the right lung.